Event description:
In 2008, the lay-user/reporter contacted lifescan alleging that a one touch ultramini meter was powering off during use. The patient tests her blood glucose 6 times a day. She takes insulin (unknown type/regimen). The reporter indicated that the alleged meter issue started on the same day, at 5:00 pm. The reporter stated that the meter issue started after the device was accidentally dropped in water. At an unspecified time after the reported meter issue began, the reporter claimed that the patient developed low blood glucose symptoms. She was unable to specify what symptoms the patient had. When the patient was symptomatic, she was able to test her blood glucose on a backup meter and got a result of "50 mg/dl." The reporter did not know if the patient was able to test her blood glucose with the backup meter prior to developing the symptoms. The reporter explained that she treated the patient with food and this helped to relieve her symptoms. The patient did not receive medical intervention from a health care provider. The meter, test strips, and control solution were replaced. Although the reporter admitted misuse of the meter, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed unspecified symptoms of hypoglycemia after the alleged meter issue began. The patient was treated with food to help relieve her symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.